Manufacturer narrative:
(B)(4). Batch # = n9019x. Device manufacture date = 01/01/1998. The analysis results confirmed that the lx105 device was returned nonfunctional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. Please note that appliers in disrepair should not be used. The use of such appliers could result in inadequate function of the clip. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information obtained: can you please confirm if the clips were in scissored formation? Yes but not aligned (one leg bigger than the other) can you confirm if there was bleeding associated with the clip that injured the vessel? Yes. If yes, how much blood loss was there (mls)? Blood loss was not relevant. If yes, was a blood transfusion required? No. Did issue result in change of procedure or alteration in post-op patient care? The problem was that the artery that was supposed to be harvested from the patient was irreparable damaged. They were forced to proceed to the harvesting of the second and last mammary artery from the patient.

Manufacturer narrative:
(B)(4). Date sent: 02/09/2016. Device not returned for analysis.

Event description:
It was reported that during a mammary artery harvest procedure, malformation of the closure of the clip. The tips of the clip were not identical. One of the legs of the clip injured the vessel. The patient is stable. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). The complaint was reviewed by medical safety officer and he provided the following statement, "the procedure performed to harvest blood vessels in cardiac surgery is standard of care and at times it is necessary to harvest another vessel if the first is inadequate." Additional information was requested and the following was obtained: what applier was used to apply the clip? Serial # (B)(4). What is the condition of the applier? Very good condition.